Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection of a prior device which was removed and replaced a few years ago.